Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 10 months due to stenosis. The patient presented with shortness of breath, malaise, and fatigue. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient was stable post procedure and discharged on pod #1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld).